Event description:
It was reported by service report that the head end jack was stuck in the up position. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: release rod support.